Event description:
It was reported that the patient had felt that the implant was shocking him on the night prior to the date of this report and it hurt to touch the wires on the top of his head. They had turned therapy off at that time, therapy was turned back on on the date of this report and the patient had not reported any pain or shocking. It was noted that the patient had been getting knee injections and thursday prior to the date of this report the patient had gotten acupuncture in his left foot and arm. The patient walked on his heels rather than on his foot after and had been doing that off and on but most recently on the day prior to the date of this report. The patient had fallen about a week prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v386595, implanted: (B)(6) 2010, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3389s-40, lot# v386595, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).